Event description:
It was reported the customer had cracks near the battery compartment and display window of their insulin pump. No additional information provided.

Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched lcd window.(B)(4).